Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure, a faradrive steerable sheath clear was selected for use. Blood was noted leaking from hemostatic valve. The physician attempted to manually invert the valve with leaking, and air was introduced. However, the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to be returned for analysis as it was disposed.